Event description:
User alleges sensitization to latex as a result of wearing and being exposed to latex gloves and has suffered severe pain, incurred expenses for medical care and treatment, and will suffer wage loss and loss of earning capacity. Further alleges restrictions in her life as to where she can go and what she can do. Plaintiff alleges suffering the loss of support, services and companionship of his wife.